Event description:
I had lasik surgery in 2001. Great results and 20/20 vision initially. Approximately 10 years later at an eye exam it was discovered that I could not see clearly from my left eye and eye glass lenses would not correct it. My eye doctor had seen this before and sent me to a specialist. I was diagnosed as follows: cornea ectasia, cornea scar - lasik, astigmatism - irregular. I now cannot see anything clearly in my left eye without hard gas perm contacts and my right eye is deteriorating. The gas perms are painful and uncomfortable. I cannot wear them long enough to get through my day without breaks during which I can do very little. Working around it but this has been a terrible outcome and is a challenge for my life and career.